Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name provided: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the contrast line of the foley catheter had discolored and was broken.

Manufacturer narrative:
The reported event was unconfirmed. Received (7) photo samples. The first photo was a top view of the 2-way catheter drain bag and tray. The second photo was a top view of the 2-way catheter. The third, fourth photo was of the catheter tubing where the discoloration was present. The fifth photo was of the tip of the catheter with deflated balloon. The sixth photo was of the inflation cap with batch # ngju0233. The last photo was of the tray labeling with batch # myjy6211. Visual: visual inspection of the sample noted the catheter was discolored. The silicone foley catheter is coated with a silver alloy coating, which results in the discoloration of the catheter. Visual inspection notes discoloration of catheter. No breakage noted during visual evaluation. Catheter was filled with 10ml of mbs using in house syringe. No leaks or tears noted. Able to passively deflate in 1 minute 2 seconds. Risk, labelling, and DHR review are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the contrast line of the foley catheter had discolored and was broken.